Event description:
International customer reported that a patient presented with a wound dehiscence the same day following mole removal. The suture appeared cut. No further information was provided. It is assumed that the wound was resutured.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.